Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.

Event description:
Abbott diabetes care received an mhra user reported that reported the following information. A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer reported unspecified readings on the adc device compared to unspecified readings obtained on a competitor brand meter. It is unknown if the customer noted a trend arrow on the device. Due to higher readings, the customer reported self-treating with 3 units of novorapid insulin. The customer then developed symptoms of shaking, sweating, and confusion and reported self-treating with fast acting glucose. There was no report of death, serious injury, or mistreatment associated with this event."